Event description:
It was reported following an abnormal stress test, the pt underwent an interventional cardiac catheterization procedure followed by an angio-seal device deployment. The pt was discharged the following day. At home, the pt developed pain in the groin and suprapubic area, causing pt to feel faint; pt was able to lie down. The pain worsened and the pt presented to the ER. A CT scan revealed an internal hematoma with inflammation around the site of the appendix, compressing on the bladder. A follow-up CT scan 2 days later showed no change in the internal hematoma. The pt remained in the hospital with significant pain, not only around the access site, but also in the suprapubic region. The pt was pain-free at the time of discharge (date unknown).